Event description:
The customer reported that a therapeutic plasma exchange (tpe) procedure was being performed on a patient in ICU. Per the customer, the patient already had labored breathing and oxygen saturations were around 86 prior to the start of procedure. Approximately 2 minutes into the procedure, the patient stopped breathing and a code was called. The code team was unable to revive the patient. The customer declined to provide patient's identifier. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to patient death, although there is no alleged device involvement or malfunction.

Manufacturer narrative:
Investigation: per the customer, the minimum weight she could enter in the spectra optia system was (B)(6) lbs due to the optia range. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf showed the spectra optia system operated as is intended. Per the customer, the cause of death was respiratory failure. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Correction from initial report: it was inadvertently reported that the minimum weight that could be entered is (B)(6)lbs. The value entered was (B)(6) since that is the maximum setting for optia, although the patient¿s weight was (B)(6)lbs investigation: the machine was serviced at the customer site and inspected and no abnormalities were noted. Attempts to retrieve the autopsy report or other official medical report stating the cause of death were denied by the customer the device history records (DHR) were reviewed for this lot. There were no events in the DHR that were related to the event experienced by the customer. Per the rdf, there were several ¿aim system detected rbc¿s near the top of the channel¿ and¿cells were detected in plasma line from centrifuge¿ alarms within the first 1-3 minutes of the procedure. The images from this procedure indicate that the rbc interface was higher than expected, so the spectra optia system operated as intended by triggering these alarms. Root cause: the definitive cause for the patient¿s death is undetermined but is not alleged to be due to the spectra optia machine. Based on the run data file analysis and machine checkout, the system functioned as intended, and the likely root cause was the patient's disease state,but this could not be confirmed by the customer. The most likely cause of both of the alarms is a hematocrit value that was too low compared to actual.